Event description:
It was reported that the left ventricular lead exhibited no capture, and all the leads were found to have pulled back. The physician attempted to reposition the leads, but was unsuccessful. The left ventricular and atrial leads were explanted and replaced, and the right ventricular lead was capped and replaced. The atrial lead was returned and analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was present on all conductors (not obstructed), and the outer insulation was breached cut and exhibited cosmetic environmental stress cracking and a cosmetic depression. The lead was stretched and exhibited apparent explant damage. (B)(4) the proximal segment of the lead was returned and analyzed. The outer insulation exhibited a breached depression, a cosmetic depression, and was breached cut. Blood/body fluid was present on all conductors (not obstructed).